Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had a lead revision performed- a percutaneous lead was explanted. Nothing was wrong with the lead itself and there were no high impedances. The patient's biggest complaint was that they had pain where the anchor was located. Reprogramming the patient didn't make any difference in the pain. The healthcare provider wanted to see if a surgical lead might help continue to provide the same relief in addition to lessen the pain the patient had. The surgery went well. No further complications reported.